Event description:
It was reported that the tip tore in an atypical manner. A transcatheter aortic valve implant procedure was being performed and a 14f isleeve introducer sheath was utilized for femoral access. Mild resistance was noted during retrieval of the 14f isleeve introducer sheath. After removal of the 14f isleeve introducer sheath from the patient's anatomy, it was observed that the tip had tore in an atypical manner and a portion of the tip was hanging off. There were no patient complications.

Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The 14f isleeve introducer sheath was returned with the dilator completely pushed into/through the sheath, and out of the sheath tip. Visual inspection revealed that two of the three seams were expanded with the tip torn at one of the seams. The expanded seams of the 14f isleeve introducer sheath occurred along the seam line which is expected with use, as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the transcatheter aortic valve replacement procedure. Therefore, this finding was not considered damage to the device. Visual inspection also identified numerous kinks throughout the sheath. Microscopic inspection identified blood present on the outside of the 14f isleeve introducer sheath. The tip was lifted and partially torn/detached on the other side of the seam tear (but still attached at the distal end of the tip). Further analysis concluded that the damage to the tip, could possibly have occurred due to an interaction with an ancillary device during the procedure. A photograph was provided to aid in the investigation and reviewed by a bsc quality technician. The photograph showed the tip of the 14f isleeve introducer sheath to be lifted and partially detached. The damage in the photo matches the damage identified upon analysis of the returned 14f isleeve introducer sheath. Analysis of the photo and the 14f isleeve introducer sheath confirmed the reported event as the tip was lifted and partially torn.

Event description:
It was reported that the tip tore in an atypical manner. A transcatheter aortic valve implant procedure was being performed and a 14f isleeve introducer sheath was utilized for femoral access. Mild resistance was noted during retrieval of the 14f isleeve introducer sheath. After removal of the 14f isleeve introducer sheath from the patient's anatomy, it was observed that the tip had tore in an atypical manner and a portion of the tip was hanging off. There were no patient complications.